Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had bleeding water at the implantation site of the chest stimulator, suspecting symptoms of infection. It was stated that the doctor had recommended that the patient would explant the stimulator first and then implant it in other site. Additional information was received stating that the infection was confirmed. The battery was explanted in the surgery hospital on (B)(6), and it was re-implanted on the other side. The patient is currently hospitalized for observation.